Manufacturer narrative:
Device passed displacement test and self test. No unexpected milky looking display or display anomaly noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s screen had a milky look. The customer¿s blood glucose level at the time of incident was 4.8 mmol/l. The customer performed self test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.